Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that during implant procedure, the right ventricular lead exhibited high impedance when connected to the pulse generator. The lead was not used and replaced. No patient symptoms were reported.